Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed that the header was fully separated from the device case. Visual examination noted no residual medical adhesive on the top of the device case. No further testing was performed. Laboratory analysis confirmed the clinical observation of a weakened header bond. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented with no capture on two of the three leads that were implanted. It was believed that this was related to exit blocks. A revision was performed and it was discovered that the header of this crt-d was broken, which was what was causing the loss of capture. The crt-d was explanted. No additional adverse patient effects were reported. This device was included in the subpectoral implant advisory, issued on december 1, 2009.